Event description:
Boston scientific has become aware of the following event: it was pci stent procedure of distal rca. The lesion was 100% stenosis without calcification. 7frkaminoal 0.75 was engaged to rca. 4pl (posterolateral branch) was expanded from distal rca with magnaballoon 2.5-15 and whisperls 0.014 gw. The 4pl (posterolateral branch) was expanded again with cv3.0-10 after checking with atlantis sr pro2. Neosoft 0.14gw was inserted in 4pd (poster descending branch) after checking with atlantis sr pro2 and was detained cypher 2.5-23 in 4pl from distal rca. Kissing of balloon of distal rca and 4pd was carried out with stent delivery balloon and magna2.0-15. When checked with atlantis sr pro2, loosening of proximal portion of stent was noticed. Therefore it was expanded with cb3.0-10 again. It was confirmed by atlantis sr pro2, that stent was expanded enough. Physician attempted to withdraw that atlantis sr pro2, but it was not possible initially. Finally, the catheter was withdrawn and, as a result, about 5cm of the tip of the catheter broke and stayed in the body. The pt status, as reported by the user facility, was stable and the pt is scheduled for a bypass operation in 2005.